Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer saw leaks. Customer's blood glucose value was 225mg/dl. Customer was to complete the set change but pump alarmed low res when done and then she saw leaks. Customer declined to troubleshoot for the leaks. The infusion set will be returned or analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings and stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no leakage.